Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon cone appeared to be out of its original folded position. There were no issues with the distal balloon cone which was tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device measuring 0.0370¿¿ there are no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x12mm synergy¿ drug-eluting stent was selected to treat the lesion. However, after unpacking, it was noticed that the stent was bent longitudinally. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x12mm synergy¿ drug-eluting stent was selected to treat the lesion. However, after unpacking, it was noticed that the stent was bent longitudinally. The procedure was completed with another of the same device. No patient complications were reported.